Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 01-may-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid with concentration 5 mg/ml at a dose rate of .24 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had another catheter revision performed on (B)(6) 2018 due to a symptom of likely a terrible spinal headache. The patient was having headaches and cerebrospinal fluid (csf) was leaking through the wound. The patient had been opened back up for another case and it was discovered that the connector/collet was disconnected. It was not clear if it was disconnected on both ends or just the one end of the connector. A new connector pin with collets was added back in and it was confirmed that it was secure to revise and stop the csf loss. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Refer also to MFR report # 3004209178-2018-24245 regarding previous event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2018-nov-20. It was reported that the cause of the connector/collet having been found disconnected was not determined. The described csf leak/loss had been resolved. The information was confirmed with the physician/account. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The product was discarded when the rep was not in the room.